Event description:
Essure coils were inserted in (B)(6) 2009. Would of never imagined what I endured because of this bad decision. Severe abdominal pain, headache pressure, fatigue, anxiety not knowing what was happening to me. My ob/gyn had an ultrasound done and found that the coil had migrated into my uterine wall which caused me to have to have a hysterectomy, there was nothing my dr could do but that. Please take this product off the market so others don't have to go thru what I did.